Event description:
It was reported that the right atrial lead exhibited loss of capture. Electrograms were inconclusive and capture was noted during testing in the clinic. No intervention was performed and the patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.